Event description:
It was reported that a stent was placed in the proximal "lcx". Twelve days following the procedure, the stenosis rate of the stent was found to be 100%. A ptca of the occlusion was performed and the pt is fine.